Event description:
It was reported that the device was used during an unknown procedure. The note stated that the device malfunctioned--the clip was coming out wrong--clips were malformed. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained from the registered nurse in the case: "after applying a few clips and noticing they seemed to be loose and just falling off, we noticed that they were coming off of the applier wrong. We then opened another and used it. There was no patient harm because we noticed the problem. There could have been an issue if we proceeded with the cuts without noticing the loose clips."